Event description:
Reporter indicated that vns pt developed sleep apnea. Neurologist plans to review published clinical articles regarding the vns therapy in pts with sleep apnea prior to taking any intervention as the pt has experienced significant efficacy with the vns therapy at current programmed settings and neurologist does not want to change the settings unless necessary to alleviate the apnea.